Event description:
Unomedical reference number (B)(4). Event occurred in united states on (B)(6) 2024, the patient reported infusion set blocked. The infusion set has been in use for 3 days. There was no stress or pull on the infusion set tubing. The leakage is likely at the site. No further information was available.